Event description:
It was reported difficult deflation was encountered during a hemodialysis fistula graft dilatation procedure. A needle was inserted percutaneously to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. The procedure was successfully completed and the pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Attempts to gain further details regarding the circumstances of this event have been unsuccessful. User technique and/or pt anatomy may have contributed to this event. However, without a completed device evaluation and without further details about the event, co is unable to determine the cause for this event.